Manufacturer narrative:
Device received with constant no motor movement during rewind due to corroded motor home switch. Corroded electronic assembly noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had no motor movement or negligible movement. Retries to free a stuck motor failed. Customer cannot recall their blood glucose reading. Customer was not able to rewind but able to clear the alarm. Insulin pump will be returning for analysis.